Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that the offset cup inserter broke where the handle connects to the shaft. Another instrument was immediately available and was used with no surgical delay.

Event description:
Primary procedure, right hip. It was reported that the offset cup inserter broke where the handle connects to the shaft. Another instrument was immediately available and was used with no surgical delay.

Manufacturer narrative:
An event regarding crack/fracture involving a da cup impactor was reported. The event was confirmed after examination of the returned device. Inspection of the device by the material analysis team noted the following: fracture consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: inspection of the device by the material analysis team noted the following: fracture consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.